Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
Painful implant so surgeon revised. Patient fell and had pain 2 weeks prior.